Event description:
A surgeon reported that the trocar cannula was unable to "spike" during surgery. The surgeon used another knife to make the incision and then reinserted the trocar cannula to complete that procedure. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).